Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 4th december 2025, it was reported by a distributor via email that for an ar-3638, knotless fibertak¿ with #2 suture (5-box), the fibertak leading suture was broken during suture passing step. This was detected during use in a slap repair procedure on (B)(6) 2025. The procedure was completed successfully as an additional fibertak was used. Ar-3610ctc & ar-3600nd-2 were used to drill the hole. Bone density test was not performed. No suture fragment was left intraarticularly.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.